Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of failure code 810.11.

Manufacturer narrative:
The reported condition of pump failure code 810.11 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility reported a colleague pump with failure code 810:11 occurring 4 times. The reported condition was identified during programming / setup. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. During review of the event history by baxter it was determined that the reported condition occurred on channel a during delivery causing an interruption of delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.